Event description:
The user received questionable troponin t results for samples from one patient on three cobas h232 meters compared to the troponin t hs results from a cobas e411 analyzer. The troponin t results from two meters at the same site were 152 and 155. The troponin t result from a third meter at a different site on (B)(6) 2012 was 136. No units of measure were provided. The troponin t hs results from both a gel tube and a heparin sample on the e411 on (B)(6) 2012 were 3.00 pg/ml with a data flag. One of these samples was repeated on (B)(6) 2012 and the result was 3.00 pg/ml with a data flag. It was unknown if erroneous results were reported outside the laboratory or if the patient was adversely affected. The serial number of one of the cobas h232 meters was (B)(4). The serial numbers of the other devices were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Testing performed with retention material of a different strip lot met specification. No signs of a quality failure were observed using the relevant retention material. No instruments or strip materials were returned from the customer. A sample from the patient sent for the investigation was tested on an elecsys 2010 analyzer with the troponin ths assay and the result was comparable to the customer's result.